Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.

Event description:
It was reported after inserting the cup, we put a 35mm quick release drill bit on a non modified hudson adapter, for a stryker system 8. The drill sit guide was inserted over the drill bit and the surgeon commenced drilling for a acetabular screw. At some point while drilling for the screw, the drill bit broke. The broken tip of the drill bit was retained in the drill guide. Broken tip was properly recovered and complete. We went ahead and implanted a screw. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence revealed the tip of the device, broke off. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.